Event description:
During the pta treatment procedure, the v18 control wire perforated the balloon catheter. Following treatment of the lesion, difficulty was encountered removing the balloon catheter. Additional force was applied and the guidewire perforated the catheter. No patient injuries or complications were reported.